Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a syncopal episode and required hospitalization. Upon interrogation, the lead revealed low pacing impedances of 140 ohms which led to oversensing and extended pacing pauses. An insulation issue was suspected. A revision procedure was performed; the right ventricular lead was surgically abandoned and replaced. In addition, the patient was upgraded to a dual chamber implantable cardioverter defibrillator due to a pre-existing condition. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.